Manufacturer narrative:
H3, h6: one curved ultra fast-fix assembly used in treatment, was returned for evaluation. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The outer blue split protective cannula was not returned. The depth limiter was returned trimmed and attached to the needle. T1, t2 and suture were returned both still situated within the needle track. This contradicts the allegation of ¿t2 fell off ¿since neither anchor was positioned or stripped off the delivery needle yet. The actuator was found in a pre position state. Once fully forwarded, a click was heard. T1 and t2 were then stripped off the needle tip as expected. Per the device instructions for use ¿it is normal to encounter resistance prior to achieving the ready position.¿ complaint history review indicated similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair surgery, t2 fell off when the knot was being pushed to prepare the suture cutting, t1 was removed from the patient's anatomy. No significant delay. Surgery was complete using a smith and nephew back-up. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.